Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's line occluded after 3 hours, and the error could not be removed. The tubing was replaced and no issues after. There was patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint that the device's line occluded after 3 hours, and the error could not be removed. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure modes occluded/blockage and causes pump to alarm could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.